Event description:
It was reported that during a stenting treatment procedure, the stent delivery catheter became stuck on the guide wire. The 90% stenosed lesion being treated was located in the severely tortuous unknown vessel. The lesion was predilated with an unknown balloon. When the physician attempted to load the 2.5x24mm taxus element stent on to the non-bsc guide wire, the delivery catheter became stuck on the guide wire. The physician cut off the guide wire to remove the taxus element stent from the guide wire. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned with a 0.014 inch guidewire inside the distal section of the device, it was not possible to remove the guidewire as it was stuck inside the device and removing it from the device was causing severe bunching/damage to the device. A visual and microscopic examination identified a shaft break was noted just distal from the port area. The area of the break was severely stretched and damaged. The proximal section of the lumen to the break was split along its length. The hypotube was severely kinked. The distal section of the device was severely damaged with the inner and outer lumen accordioned in several areas. Severe bunching of the lumen was noted for approximately 10mm from proximal to the proximal end of the stent causing the balloon, stent and proximal markerband to move distally. The area between the markerbands i.e. The stent and the balloon were severely bunched. The stent measured approximately 22mm. The tip was severely damaged with a split noted at the tip and hole noted approximately 4mm proximal from the tip. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent delivery catheter became stuck on the guide wire. The 90% stenosed lesion being treated was located in the severely tortuous unknown vessel. The lesion was predilated with an unknown balloon. When the physician attempted to load the 2.5x24mm taxus element stent on to the non-bsc guide wire, the delivery catheter became stuck on the guide wire. The physician cut off the guide wire to remove the taxus element stent from the guide wire. No patient complications were reported and the patient's status is good.